Event description:
Toxic shock syndrome [toxic shock syndrome]. Tampons pulled apart inside me [foreign body in reproductive tract]. Tampons pulled apart, ripped apart [device breakage]. Case description: the consumer, a female of unspecified age, reported spontaneously via e-mail on 01-may-2021 that she used l.tampons, beginning on an unspecified date, and the product pulled apart inside of her like a cotton round. She experienced toxic shock syndrome. The consumer was in the hospital at the time of this report. Treatment: unknown. Concomitant products: none reported. Relevant history: none reported. Event outcome: unknown. Previously used product: yes / tolerated: unknown. The consumer felt that the tampons had been changed. The case outcome was unknown. No further information was provided. On (B)(6) 2021 received consumer follow up: the consumer reported that she was hospitalized and received unspecified treatment because the tampon ripped apart. No further information was provided.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Tampons pulled apart inside me [foreign body in reproductive tract]. Tampons pulled apart, ripped apart [device breakage]. The consumer, a female of unspecified age, reported spontaneously via e-mail on 01-may-2021 that she used l.tampons, beginning on an unspecified date, and the product pulled apart inside of her like a cotton round. She experienced toxic shock syndrome. The consumer was in the hospital at the time of this report. Treatment: unknown. Concomitant products: none reported. Relevant history: none reported. Event outcome: unknown. Previously used product: yes/tolerated: unknown. The consumer felt that the tampons had been changed. The case outcome was unknown. No further information was provided. 03-may-2021 received consumer follow up: the consumer reported that she was hospitalized and received unspecified treatment because the tampon ripped apart. No further information was provided. 11-may-2021 update: the consumer provided the lot code 9242b541131042 via telephone. A product investigation is in progress.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Tampons pulled apart inside me [foreign body in reproductive tract]. Tampons pulled apart, ripped apart [device breakage]. Cause was traced to design [product design issue]. Case description: the consumer, a female of unspecified age, reported spontaneously via e-mail on 01-may-2021 that she used l. Tampons, beginning on an unspecified date, and the product pulled apart inside of her like a cotton round. She experienced toxic shock syndrome. The consumer was in the hospital at the time of this report. Treatment: unknown. Concomitant products: none reported. Relevant history: none reported. Event outcome: unknown. Previously used product: yes/ tolerated: unknown. The consumer felt that the tampons had been changed. The case outcome was unknown. No further information was provided. On (B)(6) 2021, received consumer follow up: the consumer reported that she was hospitalized and received unspecified treatment because the tampon ripped apart. No further information was provided. On (B)(6) 2021, update: the consumer provided the lot code: 9242d541131042 via telephone. A product investigation is in progress. 30-jun-2021, received investigation results: conclusion code: no cause determined - insufficient information to investigate further. No further information was provided. 23-sep-2021, reopened investigation completed: suspect product identified as "l. Tampons organic cotton compak regular-normal non deodorant." The cause was traced to design. No further information was provided.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Tampons pulled apart inside me [foreign body in reproductive tract]. Tampons pulled apart, ripped apart [device breakage]. Case description: the consumer, a female of unspecified age, reported spontaneously via e-mail on 01-may-2021 that she used l.tampons, beginning on an unspecified date, and the product pulled apart inside of her like a cotton round. She experienced toxic shock syndrome. The consumer was in the hospital at the time of this report. Treatment: unknown. Concomitant products: none reported. Relevant history: none reported. Event outcome: unknown. Previously used product: yes / tolerated: unknown. The consumer felt that the tampons had been changed. The case outcome was unknown. No further information was provided. 03-may-2021 received consumer follow up: the consumer reported that she was hospitalized and received unspecified treatment because the tampon ripped apart. No further information was provided. 11-may-2021 update: the consumer provided the lot code 9242d541131042 via telephone. A product investigation is in progress. 30-jun-2021 received investigation results: conclusion code: no cause determined - insufficient information to investigate further. No further information was provided.